Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent far r-wave oversensing was observed via remote transmission. The patient was asymptomatic. Programming changes were recommended.